Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the device lost the tissue pad outside the patient during cleaning procedure. Another like device was used to complete the case. No patient consequences.